Event description:
Patient scheduled for aorta bifemoral bypass. Synthetic graft was opened to field. Once graft was sewn to aorta, it was discovered there was a leak at the inferior seam where the graft split into the bifurcation. Md repaired graft with prolene suture. Case continued and no leaks were noted. Size 40 x 14 x 8. FDA safety report ID # (B)(4).